Event description:
It was reported that touchscreen was scratched and unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with technical support.